Event description:
The user facility reported an employee received a burn in the process of reconnecting aspirator tubing. The employee sought medical treatment and had flamazine, a prescription cream, applied. The employee is fine and did not miss time from work. No procedural delays/cancellations were reported.

Manufacturer narrative:
After a completed processing cycle the employee was in the process of removing the s40 cup from the tray and observed the aspirator tube had disconnected from the stainless steel tube located in the tray's cup well. The employee also observed that the chemical indicator had not passed. As the employee attempted to reconnect the aspirator tube she observed liquid had contacted her gown. The gown was not chemically resistant and had cotton cuffs. The facility has obtained chemically resistant gloves with an extended cuff. Steris quality further recommended the facility use chemically resistant gowns. The steris account manager requested the aspirator probe assembly but was told the user facility had disposed of it. A steris service technician observed the facility had installed a new aspirator probe assembly. The technician inspected the aspirator probe and found it to be installed properly. The steris account manager performed in-service training on the proper use and operation of the system 1e and proper s40 sterilant disposal procedures. The scope present during the time of the reported event was reprocessed before use in a patient procedure.

Manufacturer narrative:
Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.